Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the displayed image turned purple due to failure of the image sensor unit, the electrical board inside the video connector unit, or a problem on the system side. However, a definitive root cause could not be determined. In addition, service found there was a leakage from the light guide connector, the bending section cover was scratched, the adhesive on the bending section cover was chipped, and there was play in the insertion tube connection. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the displayed image turned purple when the operation lever was touched. There was no patient/user harm or injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.